Manufacturer narrative:
Analysis was normal. No anomalies were found. The damage found was sustained during the surgical procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, low, out of range, pacing lead impedance was observed on newly implanted lead. Physician repositioned the lead, but the issue was not resolved. The lead was replaced. Patient was stable.